Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported audible and visible indicator is working and on/off switch is functioning as well. The technical team confirmed a power board failure.

Event description:
The customer reported machine is automatically switching on. The device is not functional unless the battery is 10% charged. Alarm 318 - inspiration valve failsafe failed or occlusion in inspiration tube is active once. There is no information regarding patient involvement.